Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer solenoid and retractor band had burn marks due to component failure. Retractor band and solenoid were replaced to resolve, no other thermal damage observed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-apr-2022 to 27- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band's wires were exposed which created a short circuit and caused burn marks on the drawer solenoid and retractor band. The field service engineer replaced the retractor band, both the boards and solenoid and reseated all connections to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's board and solenoid. There were no adverse events or injuries reported based on this incident.